Event description:
It was reported that during an unk procedure, the jaws would not completely close. The clips fell out of the device and into the pt cavity. They were retrieved. Completed the procedure with another device. There was no pt consequence.

Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time.